Event description:
It was reported that started a 16fr latex foley catheter for ms 09may2026 when they got a little busy, noticed return but very slow patient had history of decreased urine output. However, after about 2 hours patient reported they had to pee and only about 50mls of concentrated urine was noticed in the chamber. That could had easily been dismissed as normal sensation related to catheter placement and decreased urine output, however being the rockstar that they investigated further and found that within the foley catheter tube, where the clear tube meets the chamber there appeared to be a seal prevented the drainage of urine from the tube into the bag. After attempting to break the seal externally by clamping and applying pressure to the distal portion of the tube they had immediate return of almost 600mls clear urine. After about 5 minutes the seal seemed to reseal and once again was not draining into the chamber. They replaced the foley catheter drain bag as to not traumatize with an additional catheter placement. If that flaw had gone on for much longer, that patient could have had serious complications rt that defect.

Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.